Manufacturer narrative:
A review of all complaints associated with the ict diluent, list number 2p32, lot number 99546un18 did not find any similar complaints and no trends associated with this issue were identified. Return testing was not completed as returns were not available. The text in the ticket indicates that troubleshooting resolved the issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the ict diluent, lot number 99546un18.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely depressed sodium (na) results on one patient on the architect analyzer. The results provided were: pt# 6 = 113 / 117 / 133mmol/l. There was no reported impact to patient management.